Event description:
It was reported that the implantable cardiac monitor (icm) was exhibiting oversensing and noise after being implanted. The icm was explanted and another icm was implanted. The second icm exhibited the same oversensing and noise. The second device was repositioned and an additional programmer was used to read the device. It was noted that the patient was shivering. After using a blanket to warm the patient and stop the shivering the noise was almost completely gone. The second implanted device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.